Event description:
It was reported there was a technical malfunction with the etco2 calibration. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which it was determined preventative maintenance was required and a request was put in for this preventative maintenance to be performed. Multiple attempts were made to request information regarding if this maintenance was performed and if the issue was then resolved. However, no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The remote service engineer (rse) determined preventative maintenance was required and a request was put in for this preventative maintenance to be performed. However, we are unable to confirm the final disposition of the device because there was no response to multiple requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support from the customer care solution center was received.